Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis, hospitalization, patient outcome and action taken with pd therapy were not reported. The patient was treated with two rounds of unspecified antibiotics for the event. No additional information is available.